Event description:
Boston scientific received information that this device and associated lead displayed shock impedance measurement of greater than 200 ohms. The shock impedance measurements for the system had historically been running in the 40-50 ohm range. The out of range impedance measurement had been recorded while the patient was in a medical facility. Electromagnetic interference (emi) was suspected to have contributed to the clinical observation. There were no adverse patient effects. The system will continue to be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this system displayed high, out of range shock impedance measurements again. The patient was seen for a revision procedure where the lead was surgically abandoned. A new lead was implanted and connected to the chronic device. After connections were established, the shock impedance continued to be greater than 200 ohms. The chronic device was then explanted and replaced. The device is expected to be returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.